Event description:
It was reported that the patient underwent a revision surgery for unspecified reason. There was no device or tissue issue. There was also good cuff closure, so the case was aborted. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.